Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, maryland bipolar forceps (mbf) instrument sparked and then failed to deliver energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: there was no patient injury. The instrument will be returned.